Event description:
Ez-io used during cardiac arrest resuscitation. Forty-eight hours after removal of the ez-io patient suffered a large extensive necrosis of the soft tissue of the anteromedial aspect of the right leg where ez-io was used which required extensive surgical intervention to repair. The patient fully recovered.

Manufacturer narrative:
Routine evaluation of literature by manufacturer located article titled complication of intraosseous administration of systemic fibrinolysis for a massive pulmonary embolism with cardiac arrest in resuscitation journal. Article publication identification (B)(4). Article describes use of ez-io on a patient with acute respiratory failure proceeded by ventricular fibrillation cardiac arrest. Ez-io inserted for vascular access during 30 minute resuscitation during which adrenaline was administered through the io. Patient remained in asystole. Echocardiography showed marked right ventricular dilation and collapsed left ventricle. Article authors suspected massive pulmonary embolism and thrombolylics were administered through the io. Sinus rhythm was restored. Patient successfully treated for post cardiac arrest syndrome with multi-organ failure. A large extensive necrosis of the anteromedial side of the right leg appeared in the io insertion area 48 hours after io removal. Surgical excision was performed followed by vacuum assisted closure. The patient eventually fully recovered. Suspect thrombolysis may have caused subcutaneous bleeding, inducing local ischemic necrosis. The necrosis can be linked to adrenaline extravasation and local ischemia. This type of injury is very rare and can be attributed to possible extravasation from dislodgement and subsequent infusion of vasopresors.